Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that in two pliers, the needle was stuck and could not be removed, pliers could not be triggered. The third pair of pliers (lot 555351912205) did not trigger for no apparent reason. The complaint device was received and evaluated. Upon visual inspection, it was found that the needle is broken at the tip, and it is stuck in the jaw port. Due to the condition of the stuck needle, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device lot number: 60433-210104-01, and no non-conformances related to the reported complaint condition were identified. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to repeatedly passing the needle through excessive tissue, any usage beyond this would cause the needle to fatigue and then break. Also, when deploying the needle with open jaws can damage the needle, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the needle was stuck and could not be removed in the expressew iii w/o hook device; and therefore, could not be triggered. During in-house engineering evaluation, it was determined that the needle was broken at the tip and stuck in the jaw port. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.